Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and a request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. Additionally, data analysis revealed inappropriate shock therapy due to oversensing. The type of oversensing was due to low r wave amplitudes as well as artifact/myopotential oversensing in both primary and secondary vector. Troubleshooting recommendations were provided in order to optimize system performance ahead of device replacement. Besides the inappropriate therapy, no additional adverse patient effects were reported. This s-ICD remains in service. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, the device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. With the exception of the observed high current drain, the device operated appropriately, according to its performance specifications. Therefore, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of noise oversensing leading to inappropriate shock therapy.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and a request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. Additionally, data analysis revealed inappropriate shock therapy due to oversensing. The type of oversensing was due to low r wave amplitudes as well as artifact/myopotential oversensing in both primary and secondary vector. Troubleshooting recommendations were provided in order to optimize system performance ahead of device replacement. Besides the inappropriate therapy, no additional adverse patient effects were reported. This s-ICD remains in service. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and a request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. Additionally, data analysis revealed inappropriate shock therapy due to oversensing. The type of oversensing was due to low r wave amplitudes as well as artifact/myopotential oversensing in both primary and secondary vector. Troubleshooting recommendations were provided in order to optimize system performance ahead of device replacement. Besides the inappropriate therapy, no additional adverse patient effects were reported. This s-ICD remains in service.